Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that the intra-aortic balloon pump (iabp) began to have persistent helium loss alarms, and that blood was soon observed in the gas tubing. As a result, the md removed the intra-aortic balloon (iab) without incident, the iab was not replaced. The patient is currently stable as reported by the register nurse. There was no reported death, serious injury or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation of the returned sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) began to have persistent helium loss alarms, and that blood was soon observed in the gas tubing. As a result, the md removed the intra-aortic balloon (iab) without incident, the iab was not replaced. The patient is currently stable as reported by the rn. There was no reported death, serious injury or patient complications.